Manufacturer narrative:
The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an altitude alarm occurred after the customer took pump in water. Subsequently, a malfunction alarm occurred and the pump display screen had a while line that ran across the left side of the screen. Customer's blood glucose level was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.